Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 08/19/2015. The fse found a leak at the tubing through pinch valve pv49. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter hmx analyzer with autoloader. The instrument was generating diluent comparison errors when the leak occurred. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.